Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Primary tha for oa had taken place 17 years ago. Recently the patient had suffered from pain in the hip joint, so revision took place on (B)(6) 2016 on suspicion of armd. The surgeon replaced the stem, the head and the liner. The surgery was completed without any delay. The patient is now under observation. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Addendum added 26-april-16. Following receipt of products and a third party report the complaint was re-opened (B)(6) 2016 and transferred to bioengineering for review. Following review, it was summarised that "from the information reviewed, it was unlikely that a manufacturing defect was present. The complainant did not report a device defect. No corrective action is required and no further investigation is recommended. Post market surveillance is per (B)(4)." The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then this shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.